Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas would not power on despite attempts with multiple chargers and outlets, and the touchscreen was unresponsive. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a software problem associated with a touchscreen component, consistent with a device problem of unresponsive keys or buttons. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.